Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced alert 38 motor stall events on the ilet with persistently elevated blood glucose over 24 hours; the user wears a libre 3 plus sensor and a 23-inch 6 mm infusion set with a contact detach, had no evidence of insulin leakage at the site or device, and performed a manual ilet restart with a full supply change and pairing to the ilet mobile app; a fingerstick measured 379 mg/dl. Symptoms included hyperglycemia and sleepiness/drowsiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with consecutive motor stalls. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.